Event description:
The customer reported to olympus that the colonovideoscope angulation control was very loose. The issue was observed during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to the use of something other than sterile water, white contamination was evident in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: the light cover glasses and the optical cover glass were chipped; the light cover glass adhesive, optical cover glass adhesive, the distal end cap and the distal end adhesive were worn; the down/left/right angles and the up/down/left/right angle play were not to specification; there was play evident in the up/down/left/right angles; the up angle was inoperative; the automated air leak test failed; the insertion tube distal sheath was leaking; the suction connector had water ingress; the insertion tube was stained and the switch button had a hole. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material in the jet tube was caused by leakage in the bending section cover and the suction connector which led to the inability of the reprocessing to be conducted; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.